Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The meter gave the following blood glucose results within 10 minutes: 20 mg/dl, 114 mg/dl . No adverse events reported , replacing and returning meter and test strips.